Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two qr codes were displayed on the top right and top left of the label. The customer mentioned that the nurse only used the qr code located at the top left. Hen the qr code on the top right was scanned, nothing happened. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that zebra printer was not printing correctly. The field service engineer (fse) reinstalled the printer driver and reconfigured the printer application, restoring proper printing functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.